Event description:
The patient developed a sterile abscess approximately 50 days post-op. Patient had thumb surgery on 07/05. The referenced implant was the only device implanted in the patient. Surgeon also used fiberwire and closed the incision with 4.0 nylon suture. A culture was taken and came back negative for growth. Follow up in 2005 revealed that the patient is doing well and the sterile abscess was gone. The implant remains in the patient. This device is used for treatment.